Event description:
Device malfunction: none. Time of symptoms/ae: during procedure/post procedure. Symptoms/ae: perforation, occlusion, vasospasm, mild ischemia, restenosis. The following events were noted through a periodic article review. A retrospective study was performed from september 2000 to september 2006 in 25 patients who underwent percutaneous transluminal angioplasty of forearm arteries to treat failure of distally based access maturation. The purpose of the study was to examine the immediate results and follow-up of this procedure. Immediate morphologic results of the dilatation were satisfactory in all 25 patients except in one where spasm precluded precise assessment of the radial artery patency. Major spasm also occurred during an associated pta of an ulnar artery in this patient. Two patients complained of mild distal ischemia. One radial artery occluded just after the procedure and was treated by manual aspiration thrombectomy and repeat angioplasty. Access occluded a few weeks later and was lost. Two arterial ruptures (perforations) occurred during ulnar artery angioplasty, both were easily treated by repeat 3-minute balloon inflations at low pressure. During follow-up, two radial artery restenoses occurred the first at 22 months and the second at 33 months. Both were successfully treated by pta. One patient died 6 weeks post-procedure before hemodialysis started. Six patients died during follow-up. Four had diabetes and died at 9,9,35 and 37 months. The other two died at 13 and 14 months. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer.

Manufacturer narrative:
This report involves a retrospective study noted in an article. No devices were available for analysis. Lot numbers were not provided; therefore, device history record review could not be performed. Attachment: alain raynaud md, et al; "low-flow maturation failure of distal accesses: treatment by angioplasty of forearm arteries." (J vasc surg 2009; 49:995-9) see scanned pages.